Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse confirmed a diluent leak from the blood sampling valve (bsv) caused by a broken bsv knob spring; the bsv knob was replaced resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a diluent fluid leak of approximately 1ml from the blood sampling valve (bsv) in a coulter lh 500 hematology analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.